Event description:
False high blood glucose; livongo blood glucose meter reported 341 mg/dl at 12:48 pm. Repeat test using onetouch meter: 180mg/dl at 12:49 pm. Repeat test using livongo meter at 12:50 pm was 187mg/dl. Reported results to livongo but their tech. Support team was unavailable and they failed to provide a promised follow-up call to review details. This was the 2nd recent episode of inexplicably high readings using the livongo meter. Careful handwashing procedures ruled out test strip contamination during testing. I am a physician with over 50 years experience and was a member of management staff of FDA cber for 10 years in so past so take adverse event reporting and follow-up seriously, so have a major concern with a company that fails to follow up reports thoroughly. Since I have no follow-up from livongo, I cannot know how (or whether) they've investigated this issue but it seems unlikely that such measurement errors were isolated incidents. All of the test strips were from the same lot but only 2 gave aberrant high readings. However, the results do raise questions about overall accuracy of the system unless more data can be provided. This test system is recommended & supported by blue-cross/blue-shield so is quite widely used. FDA safety report ID# (B)(4).